Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11. Corrected fields: b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: puncture on cable, failed leak test. Based on the results of the investigation, and since "displays dark image" was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. A root cause could not be established for the malfunctions identified during the device evaluation "puncture on cable and failed leak test". Olympus will continue to monitor the field performance of this device.

Event description:
It was reported prior to a case that the subject device had displayed a dark image. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had displayed a dark image. There were no reports of patient harm.